Event description:
A company representative reported that the customer passed away due to diabetic coma from low blood glucose. The customer's blood glucose was unknown at the time the death was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.